Event description:
Account reported that when retracting vl bright tip fiber back into the sheath, physician encountered difficulty, and the fiber tip broke off at the junction. When the physician grabbed the tip with a hemostat, the tip crumbled, and the remaining tip migrated back into the body. Patient was treated with antibiotics as a precaution. A follow-up appointment to locate the tip was scheduled.

Manufacturer narrative:
Upon follow-up, physician determined that no infection was present, and the tip of the fiber was found intact near the access site. Physician reported this to be superficial, and surgical removal was not necessary. (B)(4). Device will not be returned by account.